Event description:
Per the paperwork returned with the device, the pt "scratched the surgical site and an infection developed a month after the implant surgery". The pt has an implant in the contralateral ear. The pt's device was explanted in 2008. Reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.